Event description:
It was reported that the patient¿s health care provider (hcp) thought the implantable neurostimulator (ins) was ¿done¿ in january 2009, but a replacement was never scheduled. The reporter wanted to perform an MRI and check the battery. It was later reported that ¿nothing had been working¿ for the patient regarding the device for ¿a couple years now.¿ the patient stated that the deep brain stimulation (dbs) device had been implanted to treat tremors in her arm. The reporter stated that since the time of implant the patient would experience a severe jolt in the right leg when the device was turned on. It was noted that the patient¿s right leg would then shake. The patient stated that when the device stopped working, the tremor and the jolt in her right leg stopped completely and the patient¿s balance was ¿perfect¿ again. The patient stated that she was to the point that she needed a wheelchair. The patient stated that ¿nothing had ever worked¿ to turn therapy on and off. The patient confirmed that it had been ¿a couple years ago¿ that ¿everything stopped¿ and she was no longer able to turn the ins on or off anymore. The patient stated that only the green light for the 9v battery comes on the patient programmer when she checked the ins. It was noted that none of the other lights came on at all. Additional information received reported that the patient had a normal elective replacement indicator (eri). It was noted that an MRI was requested for an unrelated issue. The reporter stated that the patient¿s battery was depleted and needed to be replaced prior to the MRI. The reporter stated that this was necessary to ensure that the system was intact with no open or short circuits. Further information has been requested; if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 7 495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension; product ID 3387-40, lot# n24846a, implanted: (B)(6) 2001, product type: lead. (B)(4).